Manufacturer narrative:
H3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection with a microscope, a hole was observed in the cassette film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed based on the sample evaluation, however a cause could not be established. The returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak coming from the cycler's cassette compartment during fill 1 of pd treatment. The contact reported receiving m83 pump a vs b volume alarm during fill 1. The leak began during fill 1 of treatment. The source of the leak is unknown, however, fluid was found on both pumps of the cycler. Due to the fluid found within the patient's cycler it was advised they discontinue using the cycler and revert to an alternate treatment plan. The contact was advised to follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the patient's contact reported that treatment was not completed. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cyclcer set used by the customer is available. The patient's contact was informed a sample return kit would be shipped so they can return the sample. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak coming from the cycler's cassette compartment during fill 1 of pd treatment. The contact reported receiving m83 pump a vs b volume alarm during fill 1. The leak began during fill 1 of treatment. The source of the leak is unknown, however, fluid was found on both pumps of the cycler. Due to the fluid found within the patient's cycler it was advised they discontinue using the cycler and revert to an alternate treatment plan. The contact was advised to follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the patient's contact reported that treatment was not completed. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cyclcer set used by the customer is available. The patient's contact was informed a sample return kit would be shipped so they can return the sample. The reported cycler has been returned to the manufacturer for physical evaluation.